Event description:
Customer reports to have received a motor error alarm during priming and basal. Customer's blood glucose was 221 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.